Event description:
Blood collection set twists back onto itself causing the phlebotomist to have to hold the collection set while attempting to withdraw needle. Needle does not retract completely as designed.